Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the unit failed the complete performance verification. No patient or user harm was reported.

Manufacturer narrative:
G4: 24sep2020. B4: 24sep2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The unit failed the backup battery testing when doing (preventative maintenance)pm. The customer replaced the defective battery with help from the fse . The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.